Event description:
It was reported that the spectra penile prosthesis had "possible extrusion" of the distal corpora cavernosum to the glans. A surgery was performed to replace the spectra and restore the corpora cavernosum. No additional patient complications were reported.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.